Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported unintended movement (clip open while locked) could not be determined. The reported recurrent mr was due to the unintended clip opening. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imagine review: this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated the following: two (2) fluoroscopic videos and two (2) fluoroscopic still images of the reported device were provided. The two fluoro still images were taken intraoperatively as the mitraclip cds and sgc are in view. The first image (titled "img_8559") was taken pre-deployment (mechanical separation) as the clip can be visualized attached to the l-lock shaft of the delivery catheter (dc) and the text on the image states "clip prior to release 5/18/23". The dc shaft is extended, and the clip arms appears to be in a closed position. The clip orientation relative to the fluoro view is angulated such that the clip arm plane cannot be directly visualized, and the anterior clip arm is overlapping with the l-lock shaft, making clip arm angle assessment difficult. The clip arm angle appears to be ~20° - 30° based on the proximity of the clip arm tips to the l-lock shaft. The second image was taken post deployment as there is a clear separation of the clip from the l-lock shaft and the text on the image states "clip after release 5/18/23". There is a slight change in the clip position post deployment but not significant, and there is no apparent change in the clip arm angle, as compared to the pre-deployment image. Both fluoroscopic videos were taken post deployment with only the deployed clip in view; there is no cds or sgc present. Presumably, the videos were taken one month post procedure per the reported incident details. The videos provide better visualization of the clip arm angle, as compared to the intraoperative fluoro still images provided. The clip presents similarly in both fluoro videos and appears to have a clip arm angle of ~35° - 40°. The angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. Due to the clip orientation relative to the fluoro view in the intraoperative still images, the clip arm angle pre deployment and immediately post deployment (intraoperative) is difficult to assess. With this in consideration and based on the one-month post procedure videos provided, it is possible there was a 5° - 10° clip arm angle change that occurred. There are no additional observations based on the images or videos provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked after deployment. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. A mitraclip xt was implanted laterally successfully, reducing mr to trace. On (B)(6) 2023, during an unrelated coronary vessel procedure the clip was observed to be opened from approximately 20 to 80 degrees. Mr had returned to mild grade, the clip was stable on the leaflets. There was no reported patient consequences or further intervention. No additional information was provided.